Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device was observed leaking from the blue winged cap location. The device was filled with 90mg of pamidronate in 250ml 0.9% sodium chloride. The product was not administered to the patients. The leak was noted prior to product use and there was no report of patient injury or medical intervention. This is report 1 of 17 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "leak" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: the device was not received by baxter for evaluation; therefore, the reported condition of "leak" could not be confirmed. Should the sample be received by baxter, an evaluation will be performed and a follow-up report submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.